Event description:
It was reported to boston scientific corporation, that a wallflex biliary rx stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, after deploying the stent in a 5-6cm malignant stricture in the patient's bile duct, the delivery system could not be withdrawn. The consultant could not identify any obvious explanation as to why the catheter could not be withdrawn. However, it was assumed that the tip of the inner catheter got caught on the stent. The stent placed was known to be a bit too long for the stricture; however, this should not have had any affect on the case. It was though that the stent may need more time to expand. However, after waiting two minutes, the delivery system still could not be removed. The consultant then applied a bit too much pressure to the device and the inner catheter snapped off inside the stent. The inner catheter was not retrieved since it was believed to be stuck inside the stent. The physician felt that this would not cause any problems for the patient and believed the broken piece would eventually pass on its own without complication. The procedure was completed with this device.

Manufacturer narrative:
(B)(4): (expected to be passed via normal peristalsis). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).